Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6), 2015, a 10mm amplatzer vascular plug 2 (avp2) was implanted in the left subclavian artery prior to undergoing thoracic endovascular aortic repair using a stent graft secondary to a thoracic aortic aneurysm. On (B)(6), 2015, the patient developed paralysis and a cerebral infarction was observed on CT. The patient received an intravenous drip for the treatment of cerebral infarction and was monitored, extending the patient's hospital stay. The patient's condition has improved. According to the physician, the patient has a medical history of arteriosclerosis and while the relationship of the event to both the devices (avp2 and stent graft) is unclear, contribution to the event by the avp2 could not be ruled out.